Manufacturer narrative:
(B)(4). The disposable sets were unavailable for return and investigation. The disposable sets were unavailable for root cause analysis, but based on the customer's description of the issue and the timeframe in which the disposables were built, and rotating seals most likely (B)(4). A review of the manufacturing records was conducted by the complaint investigator. There were no pdfs or ecos on this lot and the lot met all sterilization requirements and acceptance criteria. ((B)(4)). The ceramic supplier was notified of this issue and retraining was requested to ensure proper procedures are followed during manufacturing the rotating seal. An additional inspection station was added to the manufacturing process to ensure the rotating seal has not seized and functions properly prior to packaging. An additional wash cycle was also incorporated into the manufacturing process to help produce cleaner parts. Conclusion: a component manufacturing process defect caused this issue.

Event description:
The complainant reported that the kit's hub leaked shortly after beginning the processing of the bone marrow. The pt is doing fine after the transplantation, but did receive antibiotics because of the leak in the set. This report is being filed due to medical intervention in the form of antibiotics. Pt identifier info was requested and denied.